Event description:
It was reported that the pump battery was depleting quickly. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customers blood glucose was 253 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.